Manufacturer narrative:
An additional lot number was reported (lot # m018882). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge 1 alarms. The customer's blood glucose (bg) level was in the 300s mg/dl and insulin injections were administered to address the bg level. As the alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the events.

Event description:
Customer reported that no additional cartridge 1 alarms were received since using a new cartridge.